Manufacturer narrative:
(B)(4). Date of follow-up report : 11/02/2015. A review of the device history records for the forcetriads with serial numbers (B)(4) indicated that these were released meeting all specifications as manufactured. However, it is unknown what generator of these two was used for this procedure.

Manufacturer narrative:
Covidien reference # : (B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient was suspected to have had a right side ureteric injury during a total abdominal hysterectomy and bilateral salpingo oophorectomy. A ligasure impact device was in use along with a forcetriad energy platform during the procedure. An internal investigation was performed at the site by the senior gynecology consultant and laparoscopy lead of that location. This person confirmed that the injury was caused by "surgical mistake" and not by any instrument.